Event description:
A pk papyrus covered stent system was selected for treatment. The stent came off in the 6f guidliner. The device never made it outside the guideliner.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Clinical information (e.g., pk papyrus device registration form, cathlab report) or images of the case such as angiographies could also not be obtained. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. Based on the conducted review no manufacturing related root cause could be identified. The 6f guideliner extension catheter used in the intervention is compatible with the affected pk papyrus. However, when using an extension catheter, it should be considered that inside the guiding catheter more edges are present and the risk to be caught on one of the edges is increased. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment. The stent came off in the 6f guidliner. The device never made it outside the guideliner.